Event description:
A tandem mobi cartridge alarm was reported, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. Cts confirmed the cartridge alarm and decided to replace the pump. The caller did not have a backup insulin therapy and planned to contact their healthcare provider. The pump was under warranty, and the caller's address was confirmed for the shipment of the replacement pump. Cts provided instructions for placing the pump into storage mode, returning the faulty pump to tandem, and setting up the new pump, which the caller acknowledged. The replacement pump was sent to the customer without a required signature for delivery.